Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on june 14, 2023. Visual analysis of the photographs identified: rupture: unable to observe due to attached photographs. Additional observations: deformation is observed. Creases are observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan device.